Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be completed. Telephone number: (B)(6).

Event description:
It was reported that the tourniquet cuff did not inflate itself. Customer tried to change hoses to the ats4000, but didn't work. They then tried a new one, and the new one worked directly as it should. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Functional testing of the returned product could not be completed as the tubing had been cut off. Visual inspection did not find any damage to the cuff. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that during surgery the tourniquet cuff did not inflate itself. Customer tried to change hoses to the ats4000, but didn't work. They then tried a new one, and the new one worked directly as it should. There was no harm or delay.